Event description:
The customer reported that a m3001a measurement server, connected to a non-identified intellivue mp70 bedside monitor, had potentially failed to provide adequate spo2 alarms during a patient incident.

Manufacturer narrative:
The customer reported that a m3001a measurement server, connected to a non-identified intellivue mp70 bedside monitor, had potentially failed to provide adequate spo2 alarms during a patient incident. No further specifics were provided in regard to the supposed patient incident, though. The clinical staff requested onsite assistance in order to verify that the mms worked as designed. The philips field service engineer (fse) follow-up at the customer site to retrieve the questionable equipment and to have it analyzed by the patient monitoring division. A loaner mms was provided to the customer. According to the fse, testing post incident at the (B) (4) factory showed that the mms was operating properly and announcing spo2 alarms as designed. The mms was returned to the customer site following the analysis. Per the fse, the customer has not taken any further action. No further calls have been logged by the customer for this particular issue/module in >60 days. Based on the limited data available, we will consider that there was no malfunction of the device, its labeling or design. No further investigation or action is warranted. (B) (4).